Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A imp,tsv,4.1mm,sbm,11.5 (tsv4b11) was returned for investigation. Visual inspection of the as returned product identified bone material and a fracture at the collar. Appropriate documentation was reviewed. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. Complaint history review was performed for the reported lot number (62352834) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report. D4: expiration date and UDI. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Date of birth unknown / not provided.

Event description:
It was reported that the implant was removed due to fracture. The patient experienced discomfort. Tooth location 46.